Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a user facility regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain and chronic low back pain. It was reported on 2019-may-24, the patient had a morphine pump refilled on (B)(6) afternoon ((B)(6) 2019). On (B)(6) 2019, the patient woke up at 7am to horrible physical problems, pain in their body, cramps, painful feet, vomiting, runny nose, intense hot flashes, feeling of a moving and burning "sand in" in their arms and legs, having a hard time thinking. The patient was extremely frightened. The patient got on the computer and soon determined they were having withdrawal from the morphine. The patient didn't know what to do, thought they were dying, and began to pray. The patient called their pain doctor when their office opened, and they would not see the patient, and told the patient to go to the emergency room (ER). The patient called infusion services, who also refused to see the patient and told the patient to go to ER. The patient had no other choices, went to ER, sat in misery for several hours before they decided to go just home, and then they had time for the patient. The patient spent several more hours as an ER patient, and had x-rays and blood work done. They gave the patient a dose of intravenous (IV) morphine, and the patient felt better for a short time before the symptoms began to return. It was noted that the ER staff was not nice to the patient. The patient has had the pump for almost five years, so they knew they were not getting morphine from the pump. The patient finally went home, still struggling in withdrawal, and spent a horrible night with the continuing and debilitating pains of the withdrawal. On (B)(6) 2019, the patient again called the pain doctor, and they finally saw them on (B)(6) afternoon ((B)(6) 2019). After the patient had suffered with frightening and miserable withdrawal for over 36 hours, they sent the patient to the infusion services. It was noted they removed the liquid in the pump, replaced it with saline, set the dispensing to a minimum, and told the patient it was not possible that the pump was missing the actual morphine. It was noted they would not send any of it to a lab of the patient's choice for evaluation. It was noted they sent it back to the pharmacy that actually made the prescription, and they sent it to their own independent lab for evaluation. Later it was faxed to the patient's pain doctor and indicated the liquid was correct. The patient's pain doctor gave the patient prescriptions and instructions for handling the withdrawal. The patient was instructed that if they were still having symptoms and not feeling better to call them and they would make an adjustment, which they did. The patient's pain doctor has continued to help the patient through this. X-rays taken at the ER were taken to see if there was a problem with the patient's catheter. It was noted that as of the patient's appointment this week (in regards to (B)(6) 2019), the pain doctor had not been provided with the x-ray report. The patient noted something was obviously wrong. The patient inquired if they could get help determining what happened to throw them into this horrible withdrawal. On (B)(6) 2019, at this time, the patient was still taking drugs to get them through the withdrawal. The patient does not feel good yet, and the withdrawal was taking a long time to overcome. The pump was still in the patient's abdomen and the patient wanted to know what to do. It was noted that the patient pain doctor had the faxed report of the morphine. Concomitant medical products included t3-t4 compounded, lasik, lexapro, xanax, lisinopril, estriol-testosterone compounded, relpax (as needed), nexium, vitamin d, and 8-complex. It was noted the event required intervention. The event date was (B)(6) 2019. No further complications were reported/anticipated.